Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime after port placement procedure, the port catheter fractured. There was no reported patient injury.

Event description:
It was reported through the litigation process that, on (B)(6) 2017, a patient underwent port placement via the right internal jugular vein for the treatment of malignant neoplasm of rectosigmoid junction. Approximately four years, six months and seven days later, on (B)(6) 2022, the catheter had allegedly fractured with a fractured fragment migrated to the right clavicle. Subsequently, the port was removed, and new port was implanted on the same day. Further it was reported that the patient eventually expired on (B)(6) 2023. However, the cause of death was not reported.

Manufacturer narrative:
H11: additional information was identified in medical record review. Based on the information identified regarding the death of the patient, the file was reassessed for reportability and determined to be reportable as death.manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a powerport isp m.r.I. Implantable port was implanted in a patient via the right internal jugular vein for the treatment of malignant neoplasm of rectosigmoid junction. Further, the port was removed four years and six months and seven days later and the port was examined. Upon examination, fracturing of the line was noted at the area of concern over the right clavicle. Therefore, the investigation is confirmed for the reported catheter fracture. The investigation is inconclusive for the reported material separation and migration issues as no evidence was found in the provided report. The relationship between the port fracture and the patient death cannot be established at this time. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.b1, b2, b3, b5, d4 (unique identifier (UDI) #), g3, h1, h6 (patient, device, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.